Event description:
On 7/11/98, a clinic reported when they tried to remove the blood port caps from a meltra flux 220 dialyzer the headers came off the dialyzer. Dialyzer was not used; therefore no pt contact occurred.